Manufacturer narrative:
Lot numbers were provided for 5 of the 6 malfunctions and lot history reviews were performed. None of the devices have been returned for evaluation, therefore, the six malfunctions are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the devices. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (Lot number: gfdr4307, unknown).

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model nnu8lpt drainage catheter allegedly experienced a fracture. This information was received from various sources. Two malfunctions involved patients with no patient consequences and four malfunctions did not involve a patient. The patients ranged from (B)(6) years old and (B)(6). Two patients were male and two were female.